Manufacturer narrative:
(B)(4). The increased intra-peritoneal volume (iipv) found in patient therapy log was confirmed in the logs but not duplicated during product analysis lab (pal) evaluation. The root cause was undetermined. The device was in specification relative to iipv found in the logs. There were no problems found during an internal inspection of the device. A labeling review found the patient at home guide to be adequate for the potential use/user error identified in this incident. A review of the device service history for this particular homechoice revealed the previous swap was unrelated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 11 at 19:01 with an ultrafiltration of 2311 ml during cycle 4. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.